Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD was received for analysis and a device interrogation was performed, which revealed that the ICD was operating in the safety backup mode. The battery status of the device was bos. The memory content of the device and the data returned for analysis were inspected. The analysis showed that the ICD automatically activated the safety backup mode, because the device detected invalid memory content during an automatic signature check on multiple occasions. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. Please note, in the safety backup mode the ability of the device to deliver therapies is not affected. Further inspection of the devices log data revealed multiple entries that suggest a malfunction of a ram component. In a next step, the device was reinitialized using a clinical programmer and it was long term monitored at different temperature conditions. No anomalies were observed. In particular, the invalid memory content and the activation of the safety backup mode did not re-occur. Although the failure mechanism could not be reproduced during extensive testing, analysis of device data suggest a temporary malfunctioning ram component of this ICD.

Event description:
It was reported that the device found to be in backup mode after implantation. At this time the device was re-initialized and the patient was discharged home the same day with homemonitoring. The device switched into back up mode several times the following days. The ICD was changed. Based on analysis results it was decided to report this event.